Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was monitored, no failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm, charge/battery lasts less than expected or battery related alarms or alerts recorded in the formatted history file on the event date of 25-jul-2025. However, in further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 05/15/2025 00:57:00 faster than expected at 4.37 days. Battery cycle 2 received the lowbatteryalert (104) on 05/07/2025 21:24:00 after more than 7 days at 39.16 days. Battery cycle 3 received the lowbatteryalert (104) on 03/29/2025 16:31:00 after more than 7 days at 38.35 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 25-jul-2025. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 25-jul-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.28 mv). Charge/battery lasts less than expected was confirmed, suspected on hw. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and failed battery alert/battery failed alarm were not confirmed. However, charge/battery lasts less than expected was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump rejects battery, patient tries to put in it every three days and insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-886a, mmt-1715kl. The customer reported a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-886a, mmt-1715kl.